Event description:
The customer reported that during use of this arthroscopy tubing set in a shoulder arthroscopy, the patient's shoulder swelled an abnormal amount. The customer reported that the pump did not display an error message or alarm during this event. The tubing set was exchanged for another using the same pump, and the procedure was completed without any further problem. Ice was applied to the affected area following the procedure, and the patient was discharged home the same day with no residual effect.

Manufacturer narrative:
Conmed linvatec received this tubing set for evaluation. A visual inspection found the pressure sensing o-ring missing from the device. Further testing found the test pump did alarm when used with this tubing set without the o-ring. Use of the tubing set without an o-ring can lead to inaccurate pressure measurements/readings. A review of the product history for the past 2 years found similar reported events with related swelling issues. The concomitant 87k pump was not returned for evaluation. The customer reported that this pump was used to complete the surgery with another tubing set without further problem. The instruction manual for the 87k arthroscopy pump informs the user that: prior to each use, the pump and all associated equipment must be inspected for proper operation. Do not allow the pump to run unattended. Patient safety requires the pump to be continuously monitored during operation. Extravasation can occur more rapidly when using mechanized fluid infusion system then when using a gravity system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for possible signs of extravasation. Do not use a tubing set that is damaged, broken, or missing the pressure sensing o-ring.